Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug was properly seated and no issues were observed with sensor plug assamble. No evidence of electric shock was observed. The sensor further invstigated and de-cased. Performed a visual inspection on the pcba (printed circuit board assembly) and no signs of smoke, fire or electric shock were observed. The returned puck¿s battery was intact with no damage. The battery voltage was measured to be within specification. The puck¿s battery produces voltage that is insufficient to produce an electric shock. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.